Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a coronary diagnosis procedure was continued when the issue happened. The procedure got aborted and completed on another system. The philips remote service engineer (rse) examined the report remotely and found that system failed to expose. After reviewing log file rse found failure in the philips ups (ups on battery). Upon troubleshoot rse found a failure in the fdcsib. Rse attempted to reinstall the fdcsib software, but this did not resolve the problem. To resolve the issue, onsite visit philips field service engineer (fse) bypassed the ups data integrity controller and battery. After bypassed the ups data integrity controller and battery, the system is returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.